Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It could not be identified the root cause of the reported phenomenon. [Consideration] from the following facts, the cause of the reported phenomenon could not be identified. In addition, since the subject device was not returned to the manufacturing site and there was no inspection result, the cause could not be surmised. Facts confirmed from the investigation. He subject device was not returned to the manufacturing site. Here was no inspection result. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to olympus. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the front panel of the subject was not suddenly displayed at three times. There was no patient injury associated with this report.